Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to out of range impedances on the right ventricular (rv) channel. The other manufacturer's rv lead was also explanted and replaced. The ICD was retained by the facility and will not be returned. No additional adverse patient effects were reported.